Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. No significant anomalies were identified. Analysis identified that the conductors were stretched in the body of the lead; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative. It was reported that while preparing for a lead implant procedure the hcp noticed the lip of the lead was deformed. No environmental, external, or patient factors contributed to the issue. The lead was not used, and the issue was resolved. There was no patient involved with the event.